Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, during the medical procedure the cap localized on main tube has detached and fell into sterile field. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field might lead to risk of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. Upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the documentation ni 0158402 for every single fork configuration. To prevent any similar incident maquet sas recommends: ¿ to avoid collision. ¿ to check the correct positioning of the cover after maintenance or cleaning. ¿ to secure the bumpers with screws. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 14th july, 2020 getinge became aware of an issue with one of surgical lights. As it was stated, during the medical procedure the cap localized on main tube has detached and fell into sterile field. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination.